Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to non-diabetes related. The customer was experiencing unexplained high glucose for the past week. Troubleshooting was performed. It was stated that while the customer was on the phone her glucose level started climbing up to 507mg/dl. After doing some testing, it was found that the customer did not deliver the bolus completely and did no press the activate button when it flashes the recommended amount. During the call the customer's glucose level was going up to 527mg/dl and began to have symptoms of nausea, and frustration could be heard in her voice. Days later, the customer called back and reported being hospitalized due to high blood glucose. The programming, time, and date were correct. Ran a fixed prime and passed. Performed the high pressure test and failed. The customer stated that when she removed the infusion set, the site was swollen. No further info was provided.